Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The customer stated there was unknown material floating in the affected sample. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs stat on a cobas e411 disk. The sample initially resulted in a troponin t value of 19.46 pg/ml with a data flag. The result was reported to the therapist, who asked for a repeat of the sample. The repeat result was 8.18 pg/ml. A second sample collected from the patient resulted in a troponin t value of 10.20 pg/ml.

Manufacturer narrative:
No calibration influence was observed. Controls were within range prior to the event. A general reagent or analyzer problem was not present. Non-systematic irreproducible results do not represent a general malfunction of the assay. A review of alarm trace data showed no relevant alarms. The sample centrifugation conditions were not performed as recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytical sample handling.